Event description:
It was reported that two vision stents were implanted in the rca lesion on (B)(6) 2009. On (B)(6) 2010, a 3.5 x 28 mm and a 3.5 x 18 mm xience v stent were implanted in the lesion because of the restenosis of the vision stents. The stenosis improved from 90% to 0%. The vessel diameter and length in which xience v stents were implanted: 3.5 mm and 40 mm. No pt effects were reported. No additional info was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported pt effect of restenosis, as listed in the vision instructions for use (IFU) is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The 3.0 x 23 mm multi-link rx vision (part 1007842-23j, lot unk), indicated is being file under a separate MFR#.